Event description:
It was reported that the insulin pump alarmed button error, physical damaged, moisture damaged and low battery alerts. Customer stated there was moisture under the screen and a crack and needs to change out batteries frequently. Customer's blood glucose was 187 mg/dl. Troubleshooting was done. Advised the customer that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
The insulin pump had corroded keypad traces. No button error alarm was noted. The insulin pump was received with a high stop current due to moisture damage on the liquid crystal display board. The insulin pump was received with a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, cracked belt clip slot, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).